Event description:
The complainant alleged that during a routine shift check by a clinician the device would not discharge and also did not indicate "defib pad short" message during self test. The complainant indicated there was no pt involvement with this reported malfunction.